Event description:
A malfunction alarm, identified as "malf 12," was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump, assisted the customer with the reset, and advised that the customer could continue using the pump. They were also instructed to call back if the malfunction code recurred, and the customer acknowledged and understood these instructions.